Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported recently they are having problems with changing the setting. They are getting setting not available, cannot provide your desire intensity. Patient stated last night they are not able to lower the intensity and all of a sudden kicked up into high gear and ramped up and pt turned off the therapy. Patient services (ps) asked patient to connect with controller and controller show ins 50%, controller 100% charged. Patient try to adjust setting and getting setting not available while on the call with ps. Ps reviewed the meaning of the message and recommend patient consult with hcp office for next step. Ps reviewed the controller is functioning as intended. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.